Event description:
It was reported that during an unknown procedure, the clip was used and inadequately ligated, instead the clip cut through the intended vessel. The device tips were scissoring. Another device with a different lot number was used to complete the procedure. No adverse consequences reported. No additional information is available.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.